Manufacturer narrative:
The subject device was returned to omsc for evaluation. The device evaluation confirmed the breaking of the elevator wire at the distal end and disconnection of a pin which connected the wire to the forceps elevator. Based on the analysis of the fracture surface, the forceps elevator wire possibly broke due to a fatigue by repeated manipulating. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the forceps elevator wire of the subject device broke during an endoscopic retrograde cholangiopancreatography (ercp) and the procedure was aborted. The procedure was rescheduled on the same day. There was no patient injury reported associated with the event. It was reported that the user facility did not inspect the elevator wire according to the instruction.